Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager refrigerator latch in compartment 2e was consistently failing to function properly. The customer informed latch does not unlock as intended and requires replacement. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager was failing. A field service engineer (fse) replaced latch and wire harness to resolve the issue. Further the fse found that the auxiliary interface pyxibus cable connecting main medstation to remote manager was exposed and observed spark. Then the fse replaced auxiliary interface pyxibus cable and drawer control board on main full height drawer 4. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager refrigerator latch in compartment 2e was consistently failing to function properly. The customer informed latch does not unlock as intended and requires replacement. However, there were no delays or adverse events or injuries reported based on this event.